Event description:
It was reported that approximately two years post-implantation, the patient underwent a left hip revision due to pain. During the revision, yellowish fluid indicative of reaction to metal ions was identified without visible signs of corrosion. The cup was not stable/loose and exhibited increased anteversion compared to normal. Wear of the rim of the cup was suspected. The stem was retained and other components revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: cat# 139252 lot# 377040 m2a-magnum 42-50mm tpr insrt-6 cat# 15-103200 lot# 951680 taperloc microp lat fmrl 5.0mm. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.